Event description:
During a cyber security update on a non-implanted device, the device entered backup vvi mode. No reprogramming was attempted to restore normal function. No patient was involved.

Manufacturer narrative:
As received, the device was returned for analysis in backup operation. Visual examination revealed no anomalies as the device was still in the box. Analysis of the device image revealed a hardware error code reset from telemetry interruption, which resulted in the backup operation. The cause of the hardware error code reset is consistent with anomalies associated with the firmware upgrade procedure and not device related. Further analysis performed indicated that the device is exhibiting normal device characteristics with battery voltage near beginning of life (bol).